Event description:
A female weighing approx underwent initial surgery for a ventral hernia repair in 2006. The product was implanted at the surgical site to complete the hernia repair. Three months later, the pt returned complaining of pain. At that time, it was determined that although the repair was intact, bulging had occurred along the incision line. A subsequent operation repaired the bulging.

Manufacturer narrative:
The production record for this lot was reviewed and everything was in order and all product release specifications were met. Recurrent bulging at the incision line is not uncommon. At this time, the pt is doing fine.